Event description:
It was reported the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000059026.

Event description:
It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due. As such, surgical intervention may be pending to address the issue. It was also reported the patient experienced several falls and significant weight gain. As such, the patient stated the scs ipg is moving in the pocket. (Related manufacturer reference number 3006705815-2023-04097).